Event description:
Healthcare professional reported a rupture. This record relates to the right side. The device has been explanted and replaced with non-allergan product.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Healthcare professional reported ¿some lymph node elements at the bilateral axillary site". The device has been explanted and replaced with non-allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Lymphadenopathy: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Red particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported ¿some lymph node elements at the bilateral axillary site". This record relates to the right side.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo analysis visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Observed two devices one device appears to be intact and the other device has an opening, non-labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported, a rupture. Healthcare professional reported, ¿some lymphnode elements at the bilateral axillary site". Diagnosed with MRI and ultrasound. This record relates to the right side. The device has been explanted and replaced with non-allergan product.